Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2015, that the patient was experiencing hemolysis, elevated lactate dehydrogenase (2000 u/l to 3000¿s u/l), elevated pump powers and frequent low flow alarms; the hospital staff suspected pump thrombus. The patient was asymptomatic, with the exception of a feeling of burning pain in his chest wall when the pump powers would jump up to 20 watts. The patient was admitted to the hospital due to the low flow state. A ramp study was performed followed by a 3d reconstruction demonstrating a kink and a clot in the outflow graft. A heparin drip was initiated. Inotropes were not required to keep the patient stable. It was reported that the patient is not a candidate for a pump exchange or for a heart transplant due to a recent stroke on (B)(6) 2015, which was confirmed through a CT scan. The hospital staff felt the stroke was likely related to thrombus from the pump. The patient was placed under observation and the bleed was resolving. No other alarms were present at that time. The pump eventually stopped over the weekend (unspecified date) due to thrombosis. The pump was left in place and the driveline was cut at the skin. It was reported on (B)(6) 2015, that the patient had been discharged to home.

Manufacturer narrative:
Approximate age of device ¿ 1 year. The report of suspected pump thrombosis could not be confirmed because the pump remains in the patient and is not available for evaluation. The instructions for use lists thrombosis and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. The report of multiple low flow alarms could not be confirmed because the data from the event date ((B)(6) 2015) had been overwritten in the submitted system controller log file, and no additional log files were provided for the time of the low flow events. The submitted log file began at (B)(6) 2015, and showed elevated power and flow, and a decreased average in the pulsatility index throughout all of the captured events. Based on the manufacturer¿s experience and similar reported events, these pump parameters appear to be indicative of potential pump thrombosis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.